Manufacturer narrative:
Concomitant medical products: unknown orthopaedic salvage system bearing; unknown orthopaedic salvage system femoral; unknown orthopaedic salvage system assembly; unknown orthopaedic salvage system tibial stem; unknown orthopaedic salvage system tibial tray; unknown patella. Customer has not indicated if the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05404/05405/05406/05407/05408/05409/05410. Berend, k. R., & lombardi, a. V. (2008). Distal femoral replacement in nontumor cases with severe bone loss and instability. Clinical orthopaedics and related research, 467(2), 485-492. Doi:10.1007/s11999-008-0329-x. (B)(6).

Event description:
It was reported in journal article that 1 patient underwent a re-operation for a recurrent infection-that had a re-operation, after two stage treatment at 3 months resulting in above the knee amputation. The study reported re-operation resulted in removal of the femoral and tibial components.

Manufacturer narrative:
The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in journal article that one (1) patient underwent an above the knee amputation due to recurrent infection approximately three (3) months following a previous two-stage treatment of the knee arthroplasty due to infection. Attempts have been made, and additional information is not available.